Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime issue. The reporter noted that on two occasions when trying to clear a loss of prime warning, they were unable to prime the pump. The reporter noted that after the first time that the pump would not prime, they changed the cartridge and then were able to prime, but then the issue recurred and they were unable to prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box showed multiple loss of prime warnings and no cartridge detected warnings. The returned battery cap and cartridge cap were used to complete investigation. Ezprime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring during testing. The pump was found to be performing within required specifications; the complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.